Event description:
The caller alleged discrepant results when compared with the lab. Patient lost vision in one eye for 5 minutes. The physician ordered testing and the following results were yielded: inratio 2.6, lab 6.3